Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient experienced blood glucose (bg) levels of 400 to over 600 mg/dl. The reporter stated that the patient gained five pounds in the last month but the patient did not appear to be going through a growth spurt at the time. The reporter stated that the pump download indicated that history was missing from (B)(6) 2012; the reporter stated that the pump records verified the information was not in the pump either. The pump was reviewed with the reporter. The reporter confirmed time and date, basal settings, I:c ratio, isf, bg target, iob settings correct; the patient's health care provider increased some of the basal segments because the patient was having elevated bg over the last two weeks. The reporter confirmed that there were no alarms associated with the high bg. The review of the bolus history showed that all boluses were completed; the bolus history showed boluses from (B)(6) 2012 and then next record was (B)(6) 2012. There were no bolus or prime history entries for dates from (B)(6) 2012. The pump alarm history showed the last record was (B)(6) 2012 and showed alarm records back into (B)(6). Troubleshooting concluded that it was unknown what caused the history issue and it was unknown if it may have contributed to the patient's elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia associated with missing dates in the pump history.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history shows that the time and date reset and the patient continued delivery for approximately four days with the wrong time and date set causing all pump histories to appear to be missing or inaccurate. The units remaining were correctly calculated and recorded in pump history. There were no alarms noted related to the complaint in the pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. The "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The keypad was also found to be torn around the up arrow keypad button; all keypad buttons were found to be responsive to button presses and there was no contamination found in the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.